Manufacturer narrative:
THE AUTOMATED IMPELLA CONTROLLER WILL BE RETURNED FOR SERVICE.

Event description:
Clinical Review:A 70-year-old patient with cardiomyopathy and a pre-support clinical state consistent with SCAI Shock Stage E was supported with an Impella device. While on support, the device was reported to be functioning as intended at P-9 with flows of 4.7 L/min and D5W utilized in the purge solution. During support, it was reported that the Automated Impella Controller (AIC) the screen went blank and displayed a console alarm identified as an "AIC - Impella Defective Alarm" while the pump remained connected. Care was subsequently withdrawn on (b)(6) 2026, and the patient expired. The death is conservatively being reported to the Impella AIC but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in SCAI Stage E shock on multiple inotropes and pressors and was ventilated for respiratory support.Additional Information: His demise was not due to this complaint. They were evaluating him for a heart and kidney transplant, and he was unable to get approved for the kidney so he decided to go CMO. I was not onsite when the issue and console swap happened so his hemodynamic stability for pump transfer is unknown.

Event description:
THE COMPLAINANT REPORTED THE AUTOMATED IMPELLA CONTROLLER WENT TO A BLANK SCREEN AND SAID CONSOLE ALARM. THE PATIENT'S OUTCOME WAS STABLE.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Manufacturer narrative:
B2: Added death, death date is unknown.B5: Added additional information. H1: Corrected to death.H6: Added F02.